Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding disassociation involving an adm liner was reported. The event was not confirmed. Method & results: -device evaluation and results: there are scratches on the dome of the insert and marks on the rim, most likely due to attempted implantation and assembly with the femoral head. The device is dimensionally within specification except for the b diameter and the inner sphere position, which would have been compromised by insertion and removal of the femoral head. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined, because insufficient information was received. Further information such as patient details (particularly b.m.I.) And operative reports are needed to investigate this event further.

Event description:
Mdm insert was dislodged from the 28mm head when the hip was reduced. The hip became loose the insert was found in the hip loose. A new insert and head were then opened and used with no further problems.

Event description:
Mdm insert was dislodged from the 28mm head when the hip was reduced. The hip became loose the insert was found in the hip loose. A new insert and head were then opened and used with no further problems.